Event description:
The device was taken out of the box and wrapper. When the tech picked it up, she realized it was broken. Device was not used on the patient. The product is a boston scientific flexiva 200 fiberwire.